Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) experienced a pacemaker mediated tachycardia (pmt) that was sinus tachycardia. In addition, the ICD recorded episodes during shoulder replacement procedure, due to oversensing. Technical services (ts) was consulted and reviewed device function. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) experienced a pacemaker mediated tachycardia (pmt) that was sinus tachycardia. In addition, the ICD recorded episodes during shoulder replacement procedure, due to oversensing. Technical services (ts) was consulted and reviewed device function. This ICD remains in service. No adverse patient effects were reported. Additional information was received, and the patient with this ICD had reported a non specific issue with regarding magnet use and pacing effectiveness. Technical services (ts) was consulted and recommended possible solutions. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) experienced a pacemaker mediated tachycardia (pmt) that was sinus tachycardia. In addition, the ICD recorded episodes during shoulder replacement procedure, due to oversensing. Technical services (ts) was consulted and reviewed device function. This ICD remains in service. No adverse patient effects were reported. Additional information was received, and the patient with this ICD had reported a non specific issue with regarding magnet use and pacing effectiveness. Technical services (ts) was consulted and recommended possible solutions. This ICD remains in service. No adverse patient effects were reported. Additional information was received and this ICD was explanted due to normal battery depletion after more than 10 years implanted. No adverse patient effects were reported.